Manufacturer narrative:
This report is filed on july 29, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a perforated tympanic membrane resulting in extrusion of the implant. The implanted device remains.